Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill four of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the heater line of the homechoice cassette and heater bag resulting in a leak that led to this alarm. No damages were noted on the supplies and the connections were properly tightened prior to therapy. Renal therapy services (rts) assisted the patient with ending therapy, advised them to contact their nurse regarding missed therapy, and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.